Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for predilation. The balloon was initially inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.